Event description:
Unomedical reference number (B)(4). Event occurred in israel on (B)(6) 2024, it was reported by the patient that he was hospitalized due to high bg. Bg at the time of hospitalization was 500 mg/dl and current bg was 150 mg/dl. Customer has been using insulin pump system within 48 hours of reported. No further information was available.